Manufacturer narrative:
The suspect device was not returned for evaluation. A photo of the device alleged to be involved in the reported event was provided by the account. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
It was reported that during prep for a hepatic artery embolization, a foreign material resembling a hair was found in the syringe. This product was not used for the procedure. A new device was used instead. No injury or additional medical treatments were required as a result of this event.